Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon opening the cassette compartment, there were visual indications of dried fluid within the cassette membrane. There were no dry particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. An (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found visual evidence of dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for dyspnea and fo; as it is unknown when the patient last utilized the liberty select cycler prior to hospitalization. Per the pdrn, the events were a direct result of the patient¿s non-compliance to her ccpd prescription. The patient has a history of non-compliance and has demonstrated an unwillingness to troubleshoot cycler alarms when encountered. Based on the information available, the patient¿s liberty select cycler is disassociated from the events, as there is no allegation or evidence indicating a product deficiency or malfunction caused or contributed to the events of dyspnea, fo or the subsequent hospitalization. Fo is a common and often preventable process. Patient related factors, such as non-compliance should be given serious consideration when evaluating the efficacy of therapy.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 due to fluid overload and shortness of breath. The peritoneal dialysis registered nurse (pdrn) is unsure if the patient was dialyzing during the onset of the symptoms. The patient continued pd treatment at the hospital using a cycler that belonged to them. The patient recovered and was discharged on (B)(6) 2019. The pdrn indicated that the cause of the patient hospitalization was non-compliance with prescribed treatment. The pdrn reported that the patient will sometimes not treat seven days a week and they will cancel treatments if they receive unspecified alarms instead of addressing the alarm. There was no alleged associated malfunction of a fresenius device, drug, or product.